Manufacturer narrative:
Lot # - r18e08051 and r18f12135. (B)(4). One single-use device was returned for evaluation. A visual inspection was performed and noted a small hole in the tube. The hole was located near the connection of the tubing and y-site. Pressure testing and underwater clear passage testing were performed and air bubbles were found to be coming out of the hole in the tubing. The reported condition was verified during evaluation. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted for lots r18e08051 and r18f12135 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) clearlink continu-flo solution sets came apart which resulted in leaks. Of the three events, two sets came apart right before the end connection and one started to come apart at an unspecified location. One event involved a patient with no patient consequences. Patient involvement was unknown for the other two events. No additional information is available.